Event description:
It was reported that the patient with this pacemaker system was concerned about their leads were loose. It was suspected that the leads was dislodged. Upon review, it was noted that the right ventricular (rv) lead was found to be dislodged. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system was concerned about their leads were loose. It was suspected that the leads was dislodged. Upon review, it was noted that the right ventricular (rv) lead was found to be dislodged. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection revealed twists throughout the length of the lead body. The dislodgement allegation was confirmed based on the observation of a twists throughout the length of the lead body. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a follow instructions of the use of this product.